Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the down arrow keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: during investigation, the keypad buttons were found to respond appropriately. The keypad was intact. The keypad was removed to find no contamination under the button contacts. The pump was opened to find the keypad flex to be fully seated in the connector with the latch closed. No evidence of moisture was found internally. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.